Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign particulate matter (pm) was observed on the fill port of two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The foreign material was further described as "thread". The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between february 26, 2020 to february 27, 2020. H10: two (2) actual devices were received for evaluation. A visual inspection was performed and a dark loose foreign matter that resembled a hair/thread on the fill port connector of only sample 1 was identified. Magnified inspection verified the loose dark foreign matter on the surface of the fill port connector. The reported condition was verified for one sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.